Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead became dislodged due to resuscitation maneuvers required due to a non-system related cardiac event. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.